Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The user facility reported similar events from the same product code/lot number combination. See mdrs 3003902955-2017-00633, 3003902955-2017-00635, and 3003902955-2017-00636. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the device failed upon deployment, they were not able to achieve hemostasis with the device as it appeared they had lost the anchor. The following information was provided by the user facility: manual compression was used to initially achieve hemostasis. It was reported that the blood loss was less than 250 cc. It was reported that the patient was stable. It was reported that the procedure outcome was ok. Additional information was received on 12/12/2017: it was reported that the anchor did not get lost, it just did not deploy correctly so they did manual compression.

Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned.